Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via telephone call that the customer's blood glucose was off. She stated that the customer may have been bolusing too often. The blood glucose reading at the time of the incident was 52 mg/dl and was 485 mg/dl at the time of the call. The customer treated the low with food. The daughter reported that the drive support disk appeared normal and recessed and found that the time on the insulin pump was about 40 minutes off. The reservoir showed more insulin than shown on the status screen. The insulin pump had not been exposed to a MRI. The time was corrected. The daughter was advised to monitor the insulin pump.